Event description:
It was reported that the patient called to report twitching in the chest while using continuous positive airway pressure (CPAP) machine. A follow up with the patient's healthcare provider yielded that the right atrial (ra) lead had dislodged. The physician stated that the dislodgement was not associated with the usage of the CPAP. The patient did not mention the twitching to the physician. The ra lead was revised and removed. A new ra lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.